Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a patient required revision surgery after dislodgment and possible infection.

Event description:
It was reported that a patient required revision surgery after dislodgment and possible infection.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation (sent for laboratory testing). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. As a reminder, the instructions for use clearly state that the association of the aequalis reversed components with other humeral components than those recommended in the IFU, must not be used ("aequalis reversed and aequalis¿ reversed ii glenoid implants (...) Must be used in association with: (...) Humeral implants tornier flex shoulder system in reverse configuration"). No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.